Manufacturer narrative:
The account replaced the brake casters to resolve the issue.

Event description:
The account alleged the brake casters rotate to the side while in brake mode. No injury reported.